Event description:
It was reported that the device had barrel clamp which is stuck. There was no patient involvement.

Manufacturer narrative:
Correction: unique device identifier (UDI)#, added pi to the unique device identifier (UDI)# field, annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01 annex c: c07 annex d: d15 investigation summary: the reported stuck barrel clamp was confirmed on the returned syringe module. Internal inspection of the syringe module observed the internal frame with a broken segment that correlates with the barrel clamp assembly. The syringe 8110 with s/n (B)(6) received was not able to be subjected to testing because the barrel clamp was stuck, and the device was in a non-functional state. The bd alaris systems manager user manual v12.5 states: for loading the syringe and infusion set, the following is recommended. Open syringe barrel clamp. Pull syringe barrel clamp out and hold. Rotate clamp to left (clockwise or counterclockwise) until it clears syringe chamber. Gently release clamp. Raise drive head to its fully extended position. Twist gripper control clockwise and hold in position. Alaris system user manual v12.1 states: if an instrument has been dropped or severely jarred, remove it from use immediately. It should be thoroughly tested and inspected by qualified biomed personnel to ensure proper functioning prior to reuse. Look for any visible external damage, such as a cracked or broken door or latch, and sear, during each cleaning. Open the door of each pump module and inspect the platen, hinges, and membrane frame for cracks or other damage. Do not use the device if damage is found and remove it from service. To ensure that the alaris system remains in good operating condition, both regular and preventive maintenance inspections are required. Failure to perform these inspections can result in improper instrument operation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2).

Event description:
It was reported that the device had barrel clamp which is stuck. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.